Event description:
It was reported the patient "felt the symptoms worsen." The patient went to the hospital and had a "body check." The extension was found "broken" inside the body. No further information was reported.

Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).